Event description:
Patient came in for follow-up after receiving inappropriate therapies due to noise. The lead impedance was high with low sensing. X-ray revealed dislodgement. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.